Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer (fse) initially shut down the station, and the back panel was opened. The back of the drawer was then accessed, and both the module interface board and the drawer controller board were replaced. Fse after completing the replacements, the back of the drawer was reattached, the panel was closed, and the station was powered on. Finally, the drawer was recovered successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station unable to turn on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.